Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking stating that the patient had received a pump due to a failed explant. According to the additional information provided, the hospital had tried to explant the device for recovery but for the patient experienced heart failure and needed another lvad.

Manufacturer narrative:
According to the information received, the explanted device was not available to be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.